Manufacturer narrative:
The introducer was not returned for eval. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported air leak remains unknown. The st. Jude medical instructions for use (IFU) states "do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis". There were no consequences to the pt. (B)(4)

Event description:
It was reported during the insertion procedure, the valve was leaking air. The sheath was exchanged for another and the procedure was completed. There were no consequences to the pt.